Manufacturer narrative:
(B)(4). Date of death - month and year valid.

Event description:
During the index procedure two in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the right mid sfa. The patient expired approximately 2 years post index procedure. The cause of death is unknown.

Manufacturer narrative:
Date of death is provided as the (B)(6) 2015.

Manufacturer narrative:
Additional information: it is reported that approximately 20 months post index procedure, the patient suffered lung cancer resulting in patient death approximately 3 months later. Investigator assessed the event to be not related to the study device, procedure or paclitaxel.